Manufacturer narrative:
This report is submitted on january 05, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment (specific date not reported). Subsequently, the patient underwent a skin revision surgery and an abutment removal under general anesthesia on (B)(6) 2021.